Manufacturer narrative:
As the ra lead remains implanted, it is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. Rather than surgical intervention, the physician reprogrammed the device into vvi mode. No adverse patient effects were reported.